Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected 1 opened and used soft sensor and performed visual inspection and found damaged contact pad. Unable to confirm customer received sensor in said condition due to customer returning it opened and used.

Event description:
Customer reported a lost sensor alarm. Customer does not use the insulin pump for delivery, only for continuous glucose monitoring. Customer believes the transmitter is the issue because he has gone through three sensors with lost sensor alarms. Customer's blood glucose was between 400 and 500 mg/dl. Customer could not do the test plug procedure because due to lack of a test plug. He was advised to change the sensor and call back to complete troubleshooting. Nothing further reported.